Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen would time out sooner than expected. Reportedly, the customer adjusted the pump settings to address the issue and insulin delivery was resumed. Customer's blood glucose was 146 mg/dl.